Manufacturer narrative:
H4: device manufactured between may 04, 2019 to may 06, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that there was leak at the spike port cap from the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the center port. It was further specified the leak was noted "towards the tip (below the wings)". The issue was discovered at the pharmacy during preparation. There was no patient involvement. No additional information is available.